Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Additionally, oversensing of noise was observed resulting in multiple atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.